Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73f1800750 was manufactured on 06/26/2018 a total of 6,118 pieces. Lot was released on 07/03/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with its lid stock. 1.5 loose clips were also returned. The cartridge and the loose clips were visually examined with and without magnification. Visual examination of the loose clips revealed that all of them were broken in half at the hinge. One of the loose clips was damaged on one side of the hook side bosses. Visual examination of the cartridge revealed that the cartridge contained the other half of one of the loose clips and had no intact clips remaining in it. R & d was consulted, and it could not be determined exactly how or what caused the clips to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "clip broken during loading" was confirmed based upon the sample received. One cartridge and 1.5 loose clips were returned. The cartridge contained the other half of one of the loose clips and had no intact clips remaining in it. All loose clips were broken in half at the hinge. R & d was consulted, and it could not be determined exactly how or what caused the clips to break in half at the hinge. Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that before a laparoscopic cholecystectomy, when a nurse tried to load a clip into an applier to prepare for ligation of the cystic duct, the clip got broken.

Manufacturer narrative:
Qn# (B)(4). A device history record review could not be performed as the lot number provided does not match the product code reported on the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that before a laparoscopic cholecystectomy, when a nurse tried to load a clip into an applier to prepare for ligation of the cystic duct, the clip got broken.